Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The e-chain axis unit was returned for failure analysis and the reported failure was confirmed. A visual inspection was performed and confirmed that pins were damaged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The left cart drive was analyzed and the fault (damaged connectors) was confirmed and replicated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-chain but, the errors were present at startup. The axes controller platform (acp) 1 was replaced in an attempt to resolve the issue. The errors were still present after acp1 replacement. The fse reinstalled original acp1. A wire on the j13 connector from the left cart drive was found to be loose. The fse ordered and replaced the left cart drive. The system was tested and verified as ready for use. Isi has not received the left cart drive for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Isi did receive e-chain involved with this complaint to perform failure analysis. However, the analysis is not yet completed. A follow-up MDR will be submitted when the device is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system faulted with error 319 on all arm nets. Once universal surgical manipulator (usm)1 was disabled, the system would fault with the next usm net. The customer performed hard power cycled and usm 2 and usm 4 faulted with error 319's. The customer was advised that the back of the patient side cart (psc) boom came into contact with a light while docking. Intuitive technical service engineer (tse) had the customer send pictures of the fiber connections and found acp tap cable disconnected. The procedure was converted to another system with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and it initially did power on without errors. The customer did restart, then did another restart with emergency power off (epo). The surgeon disabled the usm as all 4 usms were being used. The customer used another psc system to complete the procedure. There was no reported injury.